Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for urinary dysfunction (incontinence, urgency, and/or frequency).it was reported that the patient had an MRI in (B)(6) 2025 (pt does not know date) at (B)(6) hospital. Patient states she had a brace over her pelvis during the MRI. Patient states she was in MRI mode at the time and during the MRI towards the end, patient reports the battery feeling very hot and a painful zap down their leg. Patient reported to the MRI technician that this was happening. MRI technician responded per patient report that they were almost done. Patient reported this to another MRI technician and the technician responded that they might have been ¿left in there too long.¿ patient reports since MRI she has had intermittent pain and the battery feeling hot at random times. Advised patient to turn off device and see provider in office. Patient has appointment to be seen in office (B)(6) 2026. Device to be replaced in future, date unknown and the event is ongoing.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot/serial# (B)(6). Implanted: (B)(6) 2022. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.